Event description:
It was reported customer is not receiving alerts when running high or low. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.